Event description:
The customer reported excess artifact during 3 lead and 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported excess artifact during 3 lead and 12 lead ECG. There was no reported adverse pt impact. A third party field service engineer evaluated the device and could not recreate the artifact issue. No trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2012 the customer has not reported any further artifact trouble with this device. See scanned page.